Event description:
It was reported that three xience prime stents were deployed on (B)(6) 2012 in the target lesions. After pre-dilatation, a 2.5x28 mm xience prime was implanted in the proximal left circumflex artery, a 2.5x15 mm and a 3.0x33 mm xience prime were implanted in the left anterior descending artery. At one-year follow-up over the phone, it was confirmed that the patient died of heart failure on (B)(6) 2013 at a different hospital. It is unknown if an autopsy was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of death is a known observed and potential patient effect as listed in the xience prime everolimus eluting coronary stent system instructions for use. The electronic lot history record (elhr) was reviewed for the reported lot and there is no indication of a product quality deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.